Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient called stating he had a left hip replacement in 2006. Patient fell in late 2016, he tore left hamstring, acl and gluteus medius. While his doctor operated on his knee on (B)(6) 2017, he discovered a recalled device in patient's hip. Doctor revised the head and the liner. Patient mentioned that blood test showed elevated levels of cobalt. Patient also reported his hip popped while walking and head was revised on (B)(6) 2017 patient did not confirm dislocation. Hip popped again while he was laying in bed, head was revised on (B)(6) 2018. This pi is for revision 3 done on (B)(6) 2018.